Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "six months ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the adc device power on with a button, but not by test strips. As a result, the customer had dizziness, blurred vision difficulty walking, and a loss of consciousness, however, was capable of self-treating with insulin. The customer presented to a clinic where an unknown lab test was obtained and unspecified treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.